Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
A patient reported that after wearing the pod, the site gets itchy. She has visited the endocrinologist who referred her to go see an allergist. The allergist examined her and said he did not believe that it is an allergy, but for a full examination he needs to know the omnipod glue (adhesive) composition to run allergen test. The patient has tried oral benadryl with no effect and has also used liquid medicine locally (with no effect) that makes the pod fall off after 2 days of wear. It is unclear if the patient was prescribed anything or if this was over-the-counter medicine. No other information was provided on this event.